Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead impedance was elevated and triggered a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance and a left ventricular lead alert was triggered on (B)(6) 2012.